Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed a cs 052 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no service alarms duplicated. Unrelated to the original complaint, there was moisture observed in the display. A leak test was performed and verified a leak at the crack in the case. The pump case was found to be cracked near the top right corner of the display. The pump was opened and there was moisture damage found on the printed circuit board. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that this alarm occured three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.